Event description:
Customer called to report that his insulin pump is cracked and receiving alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads. Unit had frozen display window due to corroded electronic assembly. Unable to verify battery alarm due to frozen display.